Event description:
It was reported the customer had a no delivery alarm during a bolus delivery. The customer's blood glucose was 359 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. Customer was unable to remove their infusion set at the time to examine their cannula. The customer was advised the alarm may be caused by a bent cannula or site/set occlusion. Advised the customer to change their infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.